Event description:
The stem did not lock into the stand and clock numbers were backwards.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: the global unite impaction stand associated with the reported event was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A search of the complaint database against product code 210001022 found additional similar reports. A previous investigation was conducted and found the impaction stand is not intended to tighten down on the implant like the design for global unite fracture. The implant is intended to rest by gravity or hand pressure in the impaction stand like the design for global advantage plus. Furthermore, there is a ring that holds the implant loosely in place. The impaction stand cannot be re-designed to tighten down on the implant because of the risk of damage to the porocoat on the implant. The complaint states that the impaction stand anatomic plates do not have "5, 6, 7" laser marking to complete the clock face orientation. The impaction stand anatomic plates are not intended to have the "5, 6, 7" laser marking because the anatomic implant is placed in the impaction stand in the opposite direction than normal (normal is lateral towards 12 o'clock). The "5, 6, 7" was intentionally not included to indicate to the user that the anatomic implant is not intended to be oriented in the normal orientation. Additionally, the anatomic plates have "lateral" to indicate the proper orientation. The investigation could not draw any conclusions about the current reported event based on the lack of the product to examine and insufficient product information. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.